Event description:
It was reported that this right ventricular (rv) lead was suspected to have dislodged due to intermittent sensing with low r-waves, sensing of right atrial (ra) activity, and rv loss of capture (loc). In addition, there were timing issues with pacing delivery to the left ventricle (lv), as the timing is based on the rv. The patient also experienced right-sided phrenic nerve stimulation at greater than 4.5v@1.0ms and discomfort. Chest x-rays confirmed that the rv lead had retracted into the right atrial (ra) lead. Subsequently, the rv lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.